Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Citation: eur arch otorhinolaryngol (2011) 268:585¿589; doi 10.1007/s00405-010-1379-8 please see referenced article attached.

Event description:
Journal article title: prolene mesh mentoplast. In this retrospective multicenter study, the authors aimed to demonstrate our simple mentoplasty technique using prolene mesh that can easily be combined with a rhinoplasty procedure, with possible causes of infection and the rationale for using prolene mesh in such procedures. Over a 7-year period, 192 patients who underwent rhinoplasty procedures had an additional chin augmentation using prolene mesh during the general anesthesia session. The prolene mesh implant was secured using 3-0 prolene sutures in a running horizontal mattress fashion. Postoperatively, one patient had displacement which required intervention.